Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained low atellica im alpha fetoprotein (afp) lot 289 result was obtained on a 6-month-old male patient with known serious disease. The initial low afp result was reported and not questioned as the patient's medical condition was known to the physician. Additional testing was performed on other samples from the patient to investigate the initial low result. Neat results were low, but diluted results were greater than > 83000 ku/l. Alternate method testing results were not provided. To date, details of the patient's clinical history, medications, alternate test method results have not been provided. There are no allegations of adverse patient consequences or changes or delays in treatment in association with the event. According to the assay's instruction for use (IFU): "high afp concentrations can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with afp concentrations as high as 460,000 ng/ml (381,800 iu/ml) will report > 1,000.0 ng/ml (830.00 iu/ml)." "Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating. Note: this ous product (catalog number 10995441, as listed in d4 of this report) is associated with similar product in the united states (us): catalog number 11202257. Section g4 of this report lists the premarket approval (PMA)# p930036 of this similar us product.

Event description:
A low atellica im alpha fetoprotein (afp) lot 289 result was obtained on a 6-month-old male patient with known serious disease. The initial low afp result was reported and not questioned as the patient's medical condition was known to the physician. There are no allegations of adverse patient consequences or changes or delays in treatment in association with the event.